Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/left occluder is suspected to be fractured'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure (batch no. 626907) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pre-diabetic, urine odour foul, left lower quadrant pain and bronchitis. Concomitant products included azithromycin (zithromax) for bronchitis as well as metformin from 2015 to 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), visual impairment ("vision problem"), arthritis ("pelvic arthritis"), tendonitis ("inguinal tendinitis") and inflammation ("inflammation nos") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with resuscitation (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)) and surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, menorrhagia, fatigue, hormone level abnormal, visual impairment and vaginal haemorrhage outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, vaginal infection, vaginal discharge, urinary tract infection, arthritis, tendonitis and inflammation had resolved. The reporter considered abdominal pain, arthritis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, inflammation, menorrhagia, pelvic pain, tendonitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: discrepancy noted in explant date- (B)(6). Patient received treatment for- , pelvic pain, abdominal pain, dysmenorrhea, dyspareunia,device breakage, fallopian tube perforation, uterine perforation, vaginal infection, vaginal discharge, urinary tract infection, fatigue, hormonal changes, vision problem, pelvic arthritis, inguinal tendinitis and inflammation nos. Three coils on right and four coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: fu 3 & 4 were processed together. Pfs received. Lot number added. Date of explant added. New events were added: abnormal bleeding (vaginal, menorrhagia), onset date of the event dysmenorrhea(cramping), menorrhagia and pelvic pain. Severity of the event pelvic pain was added. Outcome of the event pelvic pain. Reporter information, medical history and concomitant drug were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), visual impairment ("vision problem"), arthritis ("pelvic arthritis"), tendonitis ("inguinal tendinitis") and inflammation ("inflammation nos") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with resuscitation (hysterectomy (full), salpingectomy (bilateral), oophorectomy (unilateral)) and surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, menorrhagia, fatigue, hormone level abnormal and visual impairment outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, vaginal infection, vaginal discharge, urinary tract infection, arthritis, tendonitis and inflammation had resolved. The reporter considered abdominal pain, arthritis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, inflammation, menorrhagia, pelvic pain, tendonitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and visual impairment to be related to essure. The reporter commented: discrepancy noted in explant date- (B)(6). Patient received treatment for- , pelvic pain, abdominal pain, dysmenorrhea, dyspareunia,device breakage, fallopian tube perforation, uterine perforation, vaginal infection, vaginal discharge, urinary tract infection, fatigue, hormonal changes, vision problem, pelvic arthritis, inguinal tendinitis and inflammation nos. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received- this case was upgraded from other event to incident. Event injury to herself updated and new events device breakage, fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), menorrhagia(heavy menstrual bleeding), rash/skin condition, vaginal infection, vaginal discharge, urinary tract infection, fatigue, hormonal changes, vision problem, pelvic arthritis, inguinal tendinitis and inflammation nos. Reporter and patient demography added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.